Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Analysis of the log file indicated that the system had no trouble starting, was used the whole day and there was no confirmation on the reported problem. During troubleshooting, fse identified that the brakes on the electrophysiology(ep) arm did not work and the arm was very heavy to move. Customer had taken the arm past the end stop and had repeatedly wound the arm 3-4 times on one of the joints which caused the cables to pull tight and damaged the power supply. Temporary repair to the power supply was made by reseating the connector. End stops were setup again and tested and the ep arm started working again. The power supply was replaced. After replacement of the power supply, the system was returned to use in good working order.

Event description:
It has been reported to philips that the device would not power on. There was no reported patient or user harm. Philips has started an investigation of this complaint.